Event description:
It was reported that a day post implant the patient complained of pain when breathing. A CT scan revealed that the lead tip was through the myocardium abutting the pericardium. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.